Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitators were received at our fisher & paykel healthcare (f&p) service center in (B)(4) where they were inspected and performance tested by a trained f&p technician. Results: visual inspection of the returned neopuff revealed damage to the gas inlet port and pip cap of the unit. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A healthcare facility in (B)(6) reported that a rd900 neopuff infant resuscitator inlet port and peak inspiratory pressure (pip) valve's adjustment knob was damaged. There was no patient involvement.